Event description:
Treatment of a right unruptured cav (cavernous) saccular aneurysm measuring 13mm x 4.50mm. During pipeline deployment, it was reported that the proximal end of the pipeline did not fully open when the physician was wagging it with the rhv (rotating hemostatic valve) closed. The pipeline fully opened once the rhv was opened. Reopro was administered due to spastic vessels causing platelet aggregation. An angiography showed a flow defect in the pipeline and stasis noted angiographically. It was reported that the patient was neurologically intact and doing fine.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).